Event description:
It was reported there was premature battery depletion. The doctor made a comment regarding the longevity of the primary cell device. It did not last as long as they would expect. They were replacing primary cells¿ earlier than would be expected due to decreased longevity. They mentioned concern for patient satisfaction, need for replacement procedures, and concern that the estimates provided for battery longevity do not match the actual lifespan of the battery. The doctor did not have any specific information related to any particular device or patients.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).